Manufacturer narrative:
A 13-month complaint service history review for similar complaints was performed for serial number (B)(4) from 23dec2018 through aware date 23jan2020. There were no similar complaints identified during the searched period. A 13-month lot-serial number specific history review for similar complaints was performed for bhcg pack lot # j433529 and cal lot #j517118 from 23dec2018 through aware date 23jan2020. There were no similar complaints identified during the searched period. The st aia-pack bhcg analyte application manual states the following: limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g. Symptoms, results of other tests, clinical impressions, therapy, etc.). Expected values each laboratory should determine a reference interval corresponding to the characteristics of the population being tested. As with all diagnostic procedures, clinical results must be interpreted with regard to concomitant medications administered to the patient. The most probable cause of the reported event remains unknown as it could not be duplicated. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
The customer reported that they saw a drop in quality control (qc) results and were unable to determine why. The customer runs br lot #40370 as their qc material both runs for beta human chorionic gonadotropin (bhcg) and cardiac troponin I (cntl 2). The customer states that only results for bhcg dropped and cntl 2 recovered normally and in range. The customer calibrated bhcg pack lot #j517118 with calibration lot #j433529 on (B)(6) 2020 and the qc results directly after calibration differed. The results from the current run used the same qc material, the same wash & diluent solution, and the same substrate. The customer then opened fresh qc material and ran again. The results again differed. Next, the customer made fresh wash/diluent and substrate, and primed all three; but the issue persisted. Technical support (ts) instructed the customer to recalibrate with the same pack lot and calibration lot that was used for calibration on (B)(6) 2020 for bhcg to compare the calibration rates. The customer accepted this new calibration and ran their qc material. The customer called back the next day to report that the instrument was down. The reported event resulted in delay in reporting of patient results for bhcg, follicle simulating hormone (fsh), intact parathyroid hormone (ipth), cardiac troponin (ctni2), and luteinizing hormone (lhii). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results. Ts followed up with the customer again several days later and was informed that after calibration and acceptance all their bhcg qc was recovering normally and was in range. No further issues were noted. No further action was required by technical support.